Event description:
It was reported that there was no image on the screen of the 9800 system during set up test. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified a loose pin at the interconnect receptacle on the c-arm. Reseated the pin. The system was tested and found to be working as intended and placed back into service.